Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced stopper creep out/ loose prior to use. The following information was provided by the customer: verbatim: ¿after open the sp package tube stopper with shield drop off from the tube.¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. This failure may lead to an unexpected leakage or spilling of blood components which can lead to blood born pathogen exposure. Event type: stopper creep out or loose closure / malfunction.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced stopper creep out/ loose prior to use. The following information was provided by the customer: verbatim: ¿after open the sp package tube stopper with shield drop off from the tube.¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. This failure may lead to an unexpected leakage or spilling of blood components which can lead to blood born pathogen exposure. Event type: stopper creep out or loose closure / malfunction.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.